Event description:
A process disposable was reported to have failed and leaked blood into the centrifuge well. Subsequent investigation including conversations with the user, physicial evidence on the disposable and the centrifuge itself revealed that the disposable was not inserted correctly (i.e. As described in the "instructions for use"). There was no injury to the operator or pt. The blood which was spilled was contained within the sealed centrifuge chamber and would not result in injury to the pt and user. This incident did not result in an exposure as defined by osha. No further action is warranted.